Event description:
The manufacturer received information of a customer's complaint alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo o2 international device at a third-party service center the customer's complaint was confirmed. An evt_o2_flow_stuck error indicating that the o2 flow communication ceased and the sensor is reporting the same value and an evt_obm_valve_failure error indicating the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open were discovered in the device's event log requiring the device's proportional valve to be replaced. The device then came to fail the active exhalation verification test on service diagnostic & test tool. The device's 3-way solenoid valve and proportional valve were replaced to address the issue. Additionally, the device's system board, oxygen blending module assembly, and cooling fan assembly were replaced to address error codes evt_voltage_3vs3_fail, evt_voltage_5vs2_fail, evt_o2_pressure_railed_low, evt_model_num_obm_mismatch, evt_fan1_failure and evt_fan2_failure found in the event log.